Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor broke during insertion. This was detected during a rotator cuff injury repair procedure on (B)(6) 2024. Ar-1927pb was used to prepare bone socket. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another ar-2324bcc instead.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified the base of the eyelet of the suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet had broken off. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.